Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g1, g3, g6, h1, h2, h3, h6, and h10 the date of this procedure is unknown. Complaint conclusion: as reported per the powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter survey, respondent #30 indicated in-stent restenosis stating: ¿patient came back three months later for in stent restenosis (isr). The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. It was reported by a survey respondent that a patient experienced in-stent restenosis. No other details were provided, and no device malfunction was reported; therefore the issue cannot be confirmed. The exact cause cannot be determined. Risks associated with angioplasty procedures include in-stent restenosis and is listed in the IFU as such. Pta balloons aide in the treatment of pre-existing disease and progressive disease states by temporarily dilating a vessel and/or stent. Because they are not implanted, they are not intended for long term patency of a vessel. In-stent restenosis is defined as stenosis greater than 50% of the vessel lumen diameter. The occurrence of in-stent restenosis is related mainly to proliferation of smooth muscle cells with neointima formation. Restenosis happens because the elastic artery walls tend to slowly move back in after being stretched open. Additionally, the artery narrows if tissue growth during healing is excessive. A thrombosis, or blood clot, can form when clotting factors in the blood encounter something that¿s foreign to the body, such as a stent. In-stent restenosis is well-known and extensively documented potential complications of this type of procedure and is listed in the instructions for use (IFU) as such. With the limited information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Complications related to the product include, but are not limited to abrupt vessel closure, additional intervention, acute myocardial infarction, allergic reaction (device, contrast medium and medications), amputation, arrhythmias, arteriovenous fistula, bradycardia, death, embolism, hematoma at puncture site, hemorrhage, hypotension / hypertension, inflammation/ infection/ sepsis, ischemia, necrosis, neurological events, including peripheral nerve injury, transient ischemic attack and/ or stroke, organ failure (single, multiple), pain, paralysis, potential for balloon burst and potential complications (rated burst pressure), potential for separation and potential complications (integrity to be checked before and after use), procedural complications: bleeding, hypotension, access site complications, pseudoaneurysm, renal failure, restenosis of the dilated vessel, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion).¿ there is no evidence the event was related to a manufacturing issue; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that the event date for this procedure is unknown. The lot number is unknown. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported per the powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter survey, respondent #30 indicated in-stent restenosis stating: ¿patient came back three months later for in stent restenosis (isr). The device will not be returned for evaluation.